Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05737. It was reported that when a patient presented in clinic for a follow up, device exhibited oversensing and noise. Rv lead fracture and high capture threshold were also observed. The device and lead were explanted and replaced. Patient¿s condition was stable before, during, and after the procedure.